Manufacturer narrative:
No further information was received from the site. As such, the serial number of the device remains unknown and no device investigation can be performed. Given the relative sizes of the replacement device and the perceval valve, it is possible that mis-sizing contributed to the reported event. However, as very limited information was provided and no device investigation was possible, the root cause of the event remains unknown.

Manufacturer narrative:
Device not available for return.

Event description:
A perceval pvs27 was implanted via mini-sternotomy. Post-operative echocardiography did not reveal any issues; however, days later (< 1 week) paravalvular leak grade 2+ was detected. The valve was explanted and replaced with a magna ease size 23. It was reported that the valve had migrated.